Manufacturer narrative:
Evaluation summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The instrument was returned in good visual condition along with surgery images. In the pictures, the following clip conditions were noted: three conforming clips, one unformed clip and a pear shaped clip. However, during analysis, the instrument was cycled, fed and formed the remaining clips within manufacturing requirements when tested. The instrument was fully functional and conforming to manufacturing requirements. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a lap cholecystectomy, unsure if clip was jammed in the jaws. Couldn't close the jaws to get the device back out. Eventually was able to get the clips out with a grasper so the device could be removed. Case completed with another device of same product code. No pt consequence.